Event description:
This report was received from an ophthalmologist calling for lot and batch info concerning the model 812b intraocular lens. He indicated that the two pts developed a severe uveitis of the left eye following cataract extraction and lens implant. The ophthalmologist had implanted many of these lenses without any problems and was concerned with two occurrences of the same nature within one week of each other. In this case, pt was found to have redness in the left eye two days postop. Ophthalmologist commented that he thought the pt may be non-compliant as he had stopped his medications prematurely. However, he began to improve, then worsened. A culture of the left eye was negative. Since the last exam, pt had not made much improvement. He also had a cataract extraction and lens implant (model 812b) of the right eye on 12/11/96, with no problems. Add'l info is being sought (specific treatment, final outcome of the uveitis, medical hx and other comments).